Event description:
A malfunction was reported on the pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.